Event description:
Customer stated that a patient with a history of anti-e did not react with vss289. Customer further indicated that they repeated testing using the same lot of screening cells and a very weak reaction was noted. All testing done with a 15 min. Incubation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).